Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the synchroseal instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost control of the synchroseal instrument. The procedure was completed with no reported injury. There was a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the synchroseal instrument was inspected prior to use and nothing out of the ordinary was noticed. The instrument had unintuitive motion since the movement did not match the surgeon's console input. The issue was resolved by replacing the instrument with a maryland bipolar forceps instrument.